Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure although right distal fixation part was short (10mm). The procedure was performed as prescribed. Final angiography revealed distal type I endoleak from right common iliac artery. Another MFR's stent was placed and secure with another MFR's pta balloon catheter. (# 1820334-2011-00560) another endoleak seemed to be type iii was also observed in the left junction part. Add'l iliac leg was placed. (# 1820334-2011-00561) moreover, proximal type I endoleak was observed. A body extension was placed. It was confirmed all endoleaks were resolved and blood flowed retrogradely. The procedure was completed. The pt is fine after the procedure.

Manufacturer narrative:
It was reported that the pt was fine after the procedure. Endoleaks are listed in the instructions for use. Event is still under investigation.